Manufacturer narrative:
Based on the preliminary engineering evaluation, an addition was made to b.5 and h.6: device code. Sections b.4, g.3, h.2, and h.6: impact code were updated.

Event description:
During preliminary evaluation, it was observed that there was a sheath liner strand and a sheath distal tip split.

Event description:
As reported by the field clinical specialist, during a right transfemoral tavr procedure, with a 23 mm sapien 3 ultra resilia valve, there was a lot of resistance when the valve made it to the tip of the esheath+. There was no difficulty faced inserting the esheath+ into the patient. The expansion tool was used, and the loader was able to be fully inserted into the esheath+ housing. The esheath+ was not inserted at a steep angle. The vessel was pre-dilated. After the procedure ended and the sheath was removed and examined, and the tip of the esheath+ was torn. The expandable part of the esheath+ was stuck and did not expand as intended. The delivery system did exit the esheath+. The system was withdrawn through the esheath+ after valve deployment. The procedure was completed successfully, and there were no patient complications. The patient was discharged. The perceived root cause of the event was the tip of the esheath+ did not expand as intended.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following was observed: the liner is fully expanded as designed, the distal tip is torn radially along the distal edge of the liner, the soft tip is compressed, the distal tip is stretching along the radial tear, the distal tip is split, there are scratches on the distal shaft, there are scorelines (axial, radial, angled) present on sheath tip, and a liner strand at the distal edge of the liner, near the radial tear. Imagery of the patient's anatomy provided by the site revealed calcification present in the access vessel (right side) and the abdominal aorta. Sections of patient's access vessel are undersized. Per the technical summary, the instructions for use (IFU), current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. As reported, ''there was a lot of resistance when the valve made it to the tip of the esheath+. After the procedure ended and the sheath was removed, the sheath was examined. The tip of the esheath+ was torn. It appears that the expandable part was stuck and didn't want to expand as intended.'' Per evaluation of the returned device, the liner was fully expanded as designed, the distal tip was torn radially, along the distal edge of the liner, and the soft tip was compressed. There was stretching along the radial tear and the distal tip was split. Scratches were present on the distal shaft. All scorelines (axial, radial, angled) were present on the sheath tip. While a definitive root cause was unable to be determined, previous investigations indicate that the tear is attributed to improper tip expansion, resulting in an interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Per the edwards training manual, ''push force can vary due to the angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification.'' Calcification can reduce the vessel lumen diameter, increasing resistance as the delivery system is passed through. Sharp calcified nodules can weaken or directly damage the sheath tip prior to and during the delivery system advancement or withdrawal through the sheath. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (calcification) may have contributed to the resistance between system components and the sheath distal tip torn complaint events. Per evaluation of the returned device, the sheath liner was fully expanded as designed however, a liner strand was observed at the distal edge of the liner, near where the sheath distal tip was torn. The ptfe liner material lines the inner lumen of the sheath shaft. Therefore, it is possible that the liner strand resulted from the tip tearing, due to the improper expansion of the tip. The liner strand resembles the sheath shaft stretching around the torn tip. Additionally, it is possible for sharp calcified nodules within the patient's vessel to weaken or contribute to tearing of the liner through direct contact, especially when compounded with the torn tip, as the distal edge of the liner may be more exposed and therefore more prone to damage. Available information suggests that patient factors (calcification) and/or procedural factors (sheath distal tip torn) may have contributed to the sheath distal tip split and sheath liner strand complaint events. However, a definitive root cause is unable to be determined. The complaints were confirmed per evaluation of the returned device and imagery. However, no manufacturing nonconformance was identified during evaluation. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.